Manufacturer narrative:
The device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. Same case as: 2134265-2009-03383. It was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 being treated in the index procedure was 99% stenosed, 3.50mm in diameter and 15.0mm long portion of the middle right coronary artery (rca). The target lesion was predilated with a 3.5x16mm unknown balloon at 18 atms. The 3.50x16mm taxus express2 stent was implanted in the mid rca at 18 atms. Post dilation and post intravascular ultrasound was performed and the stent was successfully positioned and expanded. Post procedural visual evaluation revealed 25% diameter stenosed. Another 3.50x16mm taxus express2 stent was implanted in the distal rca at 18 atms. Post ivus was performed and the stent was successfully positioned and expanded. Post procedural visual evaluation revealed 25% diameter stenosed. The patient was discharged from the hospital one day post procedure. A 9 month follow-up evaluation confirmed 50% in stent restenosis in the mid rca and 90% in stent restenosis in the distal rca. A percutaneous coronary intervention (pci) was performed on lesion 1 which was 50% stenosed, 3.50mm in diameter and 6.0mm long portion of the mid rca. Post treatment visual evaluation revealed 0% stenosis. Lesion 2 was 90% stenosed, 3.50mm in diameter and 6.0mm long portion of the distal rca. Post treatment visual evaluation revealed 0% stenosis. The patient was discharged two days post procedure with improved outcome. The patient did not have subjective symptoms. The patient was discharged on aspirin, panaldine and heparin.

Event description:
It was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 being treated in the index procedure was 99% stenosed, 3.50mm in diameter and 15.0mm long portion of the middle right coronary artery (rca). The target lesion was predilated with a 3.5x16mm unknown balloon at 18 atms. The 3.50x16mm taxus express2 stent was implanted in the mid rca at 18 atms. Post dilation and post intravascular ultrasound was performed and the stent was successfully positioned and expanded. Post procedural visual evaluation revealed 25% diameter stenosed. Another 3.50x16mm taxus express2 stent was implanted in the distal rca at 18 atms. Post ivus was performed and the stent was successfully positioned and expanded. Post procedural visual evaluation revealed 25% diameter stenosed. The patient was discharged from the hospital one day post procedure. A 9 month follow-up evaluation confirmed 50% in stent restenosis in the mid rca and 90% in stent restenosis in the distal rca.a percutaneous coronary intervention (pci) was performed on lesion 1 which was 50% stenosed, 3.50mm in diameter and 6.0mm long portion of the mid rca. Post treatment, visual evaluation revealed 0% stenosis. Lesion 2 was 90% stenosed, 3.50mm in diameter and 6.0mm long portion of the distal rca. Post treatment visual evaluation revealed 0% stenosis. The patient was discharged two days post procedure with improved outcome. The patient did not have subjective symptoms. The patient was discharged on aspirin, panaldine and heparin.additional information received:the distal rca lesion was a restenotic lesion. Both lesions improved from timi 2 flow to timi 3 flow following the implant procedure. Reinterventions at the distal and mid rca consisted of balloon angioplasty improving timi flow from 0 to 3.